Event description:
It was reported that the pacemaker could not be interrogated and there was no magnet response. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
The reported events of inability to interrogate, no magnet response, and premature battery depletion were confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels. Hybrid circuitry was tested, and results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.